Manufacturer narrative:
Corrected information h6: medical device problem codes a070908 has been corrected to a160106. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. Evaluation had the device sent for downstream occlusion test and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at 24.35 and 23.50 psi( pounds per square inch) during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.